Event description:
It was reported that patient underwent right total knee arthroplasty in 2008. Subsequently, patient developed an infection and a revision was performed in 2009. The components were removed and replaced with an antibiotic cement spacer. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate show that lot was sterilized and released on june 27, 2008. There are warnings in the package insert that state that this type of event can occur. This report filed november 5, 2009.